Manufacturer narrative:
(B)(4). An actual sample was received for evaluation for the condition of a damaged chamber. A visual inspection of the sample revealed the spike was broken. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a buretrol solution set in which the chamber was damaged. The condition was identified during set-up before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.